Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 6 cm and 7 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) additionally, compression style damage was observed between the 0 cm and 3 cm depth markers. A review of the customer provided event information indicated that a securacath device was used as a PICC securement technique near the area where the compression damage was observed. Therefore, it is likely that the compression damage was caused by the securacath device. However, the use of a securacath could not be correlated to the observed catheter split. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, PICC inserted on the (B)(6) may, patient with treatment of risankizumab 600mg. 24 of september is detected a broken PICC inside patient at 5cm 4 months after insertion. Partial break, small pore. PICC removed (B)(6) 2024. Securacath used as a securement dressing. Site of insertion swollen, redness, pain. Another PICC has been placed on the 30th of september additional information received on (B)(6) 2024: it was reported, PICC was inserted in basilic vein. 2cm exit site markings. Catheter locked with heparin during use. Securacath placed at the 2cm mark, straight along the patient's arm. Infusates infused through the PICC: immunotherapies (car-t cells, monoclonal antibodies) risankizumab 600mg. Alcohol clorhexidine 2% used to clean the catheter site during dressing change. X-ray done, catheter insitu properly, no loop found. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, PICC inserted on the (B)(6), patient with treatment of risankizumab 600mg. (B)(6) is detected a broken PICC inside patient at 5cm 4 months after insertion. Partial break, small pore. PICC removed (B)(6) 2024. Securacath used as a securement dressing. Site of insertion swollen, redness, pain. Another PICC has been placed on the (B)(6). Additional information received on 26-oct-2024: it was reported, PICC was inserted in basilic vein. 2cm exit site markings. Catheter locked with heparin during use. Securacath placed at the 2cm mark, straight along the patient's arm. Infusates infused through the PICC: immunotherapies (car-t cells, monoclonal antibodies) risankizumab 600mg. Alcohol clorhexidine 2% used to clean the catheter site during dressing change. X-ray done, catheter insitu properly, no loop found. No other information was provided.